Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south wall was replaced to resolve the issue.

Event description:
The south wall panel was reported cracked during transport. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier:(B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.